Event description:
It was reported that there was high impedance and possible fracture on the left ventricular (lv) lead. It was noted there was an exit block in all pacing configurations. The lead was reprogrammed off. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).